Manufacturer narrative:
(B)(4).

Event description:
It was reported that the continuous glucose monitor (cgm) failed to alert the patient when they had low glucose. The patient stated that she had a low glucose level which had caused her to lose consciousness after receiving one alert from the receiver on (B)(6) 2020. She indicated there was a second alert which did not notify her of the low glucose level; she did not state whether the failure of the second alert was audio or vibration. She reported she was unconscious for a long period of time between 11am and 5pm while medical intervention of glucose via intravenous (IV) therapy was administered by paramedics and the hospital to which she was transported. No information is available about who found her unconscious and called the emergency medical technicians (emts), or what her glucose values were. She also stated that the patch and transmitter had come off and been stepped on, but it is unclear if the two events are related, or whether the patch fell off prior to the loss of consciousness, or during or after treatment. At the time of report, that patient was in stable condition. No product or data was provided for investigation. Problem could not be confirmed and root cause cannot be determined. No additional patient or event information is available.